Event description:
It was reported the high frequency unit had an error e433 (generator malfunction) and the display was automatically restarting. The issue occurred during a therapeutic transurethral resection of the prostate procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was due to faulty printed circuit board/generator board. Olympus will continue to monitor field performance for this device.